Manufacturer narrative:
This device has not been returned to welch allyn for evaluation. A follow-up report will be submitted when the evaluation is complete.

Event description:
Complainant stated that a medium sized disposable vaginal speculum broke when inserted into the pt. Complainant described the break on the bottom bill and a piece came off, leaving a sharp edge. The physician was able to remove the speculum and piece without incident or injury. The customer did not provide a pt identifier.